Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 064. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a review of the black box and alarm history showed a call service 064 alarm. Further testing could not be performed due to the keypad being unresponsive. No damage was found to the keypad. The keypad was removed to find no damage to the button contacts. Moisture was visible in the display. A leak test was performed and failed due to a leak at the display lens. The pump was opened and moisture damage was found throughout the pump. The keypad was unresponsive due to the moisture damage.

Manufacturer narrative:
Follow-up #2 date of submission 12/07/2016-correction to serial #.